Manufacturer narrative:
Device implanted in 2009.

Event description:
It was reported that following a bioarc biologic sling implantation, the patient experienced recurring incontinence. A revision surgery occurred to implant another sling and the physician encountered difficulty implanting another sling and indicated that there "may have been some scar tissue in the obturator pass, possibly contributing to the issue." No additional patient complications have been reported in relation to this event.